Event description:
The customer reported a leak from the manual probe of a coulter lh 500 hematology analyzer. The leak was contained to the instrument. The operator was wearing gloves, glasses, and a lab coat at the time of the leak. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated in connection with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse noticed a leak at the rinse block and resolved the leak by cleaning the blood sampling valve. (B)(4).